Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported problem concerning the station's freezing. A field service engineer effectively replaced the power supply, communication sled, and the cables connected to the hard drive and power switch. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, experienced a device persists in becoming unresponsive. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.